Event description:
An rx cannula was used for a therapeutic ercp. During the procedure, after the physician tried inserting the device into the papilla several times due to tortuous target lesion, the tip of the catheter broke off and remained in the biliary. The fragment was removed with a snare and another device was used.